Manufacturer narrative:
(B)(4). Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement test. Device properly connected to the guardian link 3 and green test plug and linked to bg meter. No communication anomaly noted, however device received with unexpected battery power loss due to high sleeping current. Problem isolated to pcb 2. Device alarmed pump error alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their meter did not connected to insulin pump. The customer¿s blood glucose was unknown. Customer reported they tried with two transmitters and the same error, device not compatible. They tried to link the same transmitter in another insulin pumps and it was working fine. The insulin pump will be returned for analysis.